Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had blank display as well as unexpected restart and a cold reset was performed. Customer's blood glucose value was 80 mg/dl. Customer stated that the insulin delivery stopped and screen stopped working. Customer also reported that they were able to clear the alarm and insulin pump did require rewind. Customer was able to complete rewind. Customer troubleshoot was performed. The insulin pump will be returned for analysis.